Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be used for a stent placement procedure performed in the ureter on (B)(6) 2018. According to the complainant, during the procedure, the surgeon noted that the distal tip of the stent was detached inside of the patient. The stent was removed together with the scope . The procedure was completed with a different device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.